Event description:
It was reported that a patient experienced peritonitis. On an unknown date, the patient was hospitalized for the peritonitis. On an unknown date, the patient was treated with injections of ip vancomycin 1gm ld, azopen 1gm IV, and fortum-ip 250mg (frequencies were not reported). It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.